Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in was found to have a crack during patient use. The reporter stated, "crack below the cassette". The quantity affected is 1 and the sample is available for return. A sample picture is not available. There was no patient harm reported.

Manufacturer narrative:
D9: date returned to mfg: 6feb2025. Investigation summary: 2/14/2025. Received one (1) used list#: 140019291 plum burette set. As received, the female luer of the b port was observed to have been broken off along with part of the top of the cassette. The deformation on the area of the break showed beach marks with smooth sections, typical of a bend break. The complaint of a broken and missing clave can be confirmed, as the line b connector was broken off. The probable cause is due to the application of an unintentional bending force. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.